Event description:
It was reported that the vessel sealer extend (vse) instrument stopped working. No known impact or patient consequence was reported. On 05-aug-2025, intuitive surgical, inc. (Isi) received mw5170374 stating: robotic instrument (vessel sealer extend) tagged for repair. No failure form present. Unable to determine if instrument failure occurred before, during, or after case. Instrument tagged with "stopped working." No patient information or case data found. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip ring. The screw head was damaged. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. However, the grips would not open which was likely due to having a dislodged grip ring. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter.